Event description:
New information received notes increased threshold was observed. Fluoroscopy showed that the lead moved slightly backwards.

Event description:
New information received notes the lead was explanted and replaced.

Event description:
It was reported that low sensing was observed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.